Event description:
On (B)(6) 2022, it was reported by a distributor via email that an ar-5028p-11 tapered peek interference screw was be able to be inserter due to the threads being deformed. This was discovered during a procedure on (B)(6) 2022. Additional information requested.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The probable cause of the event could not be determined from the information available and without device evaluation. As no further investigation was able to be performed no change in harm was identified. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion. This complaint will be included in trending per wi-000100100.